Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: no patient injury. Issue happened during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, the pump passed all functional tests. Event history log was reviewed and the error was found multiple times. The dso (downstream occlusion sensor) was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly" and high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion (dso) as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and won't calibrate. No adverse effects were reported.